Event description:
It was reported that the patient experienced post-operative diaphragmatic stimulation from the left ventricular (lv) lead. The lead was programmed off and eventually explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: c4tr01, crt-p, implanted on 2015-(B)(6). (B)(4).